Event description:
A healthcare provider for a clinical study reported having low impedances. On (B)(6) 2016, the patient reported neuropathy feet and only getting 3-5 minutes of relief with the stimulator. X-rays were taken and showed lead in the body at the level of t9 on (B)(6) 2016. On (B)(6) 2016, the patient continued having neuropathy to feet. T and l spine x-rays indicated leads did not migrate. On (B)(6) 2016, the stimulator was scanned which showed the patient only using about 37%. Relief was only achieved when the remote was over the device; when moving, the pain coverage dissipated. The neurostimulator was explanted and the issue resolved without sequelae on (B)(6) 2016. It was noted the event was possibly related to the device, therapy, or implant procedure. Indication for use included spinal pain.

Event description:
Additional information was received from the healthcare professional (hcp). It was clarified that the entire system was explanted and not replaced (leads included). No further patient complications were reported as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the etiology was noted as possibly related to the device or therapy and possibly related to the implant procedure. The etiology was reported as related to the implantable neurostimulator (ins). Telemetry stated that the stimulation was being used 95 percent of the time.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the clinical diagnosis was neuropathy in feet.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.